Event description:
The customer reported that the system displayed double annotations or no images were attached to the pt names. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced and the software was reloaded and configured. The system was tested and found to be working as intended and put back into service.